Event description:
Same case as MDR ID# 2134265-2014-06585 & 2134265-2014-06632. It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in a mildly tortuous and highly calcified total occluded proximal right coronary artery (rca). After much manipulation of spinning and torquing within the vessel a 300cm stringray guidewire fractured. The device was removed and another 300cm stringray guidewire was advanced through a stingray balloon catheter which then fractured after much manipulation of spinning and torquing within the vessel. The 300cm stringray guidewire then became wrapped around the stingray balloon causing it to become stuck to the catheter. Both devices were removed from the patient as one unit. No patient complications were reported. The procedure was not completed as the physician was not able to ¿sting¿ into the distal vessel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a stingray catheter was received. A stingray guidewire was received was inside the lumen of the stingray balloon catheter. The outer diameter (od) of the returned guidewire from the procedure was measured at .014. An attempt was made to separate the two devices; however, it was unable to separate the devices due to the returned condition. Microscopic examination of the shaft presented no damage or irregularities in the shaft of the device. The inner diameter (ID) was unable to be measured as the guidewire was unable to be removed. Microscopic examination of the balloon presented no damage or irregularities in the balloon of the device. Inspection of the device revealed no damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06585 & 2134265-2014-06632 . It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in a mildly tortuous and highly calcified total occluded proximal right coronary artery (rca). After much manipulation of spinning and torquing within the vessel a 300cm stringray guidewire fractured. The device was removed and another 300cm stringray guidewire was advanced through a stingray balloon catheter which then fractured after much manipulation of spinning and torquing within the vessel. The 300cm stringray guidewire then became wrapped around the stingray balloon causing it to become stuck to the catheter. Both devices were removed from the patient as one unit. No patient complications were reported. The procedure was not completed as the physician was not able to ¿sting¿ into the distal vessel.